Manufacturer narrative:
Additional information: the trailblazer was punctured by the operators stiff wire. While advancing the wire and using force to push, pushed it directly through the tb leaving a hole. There was nothing missing post procedure and no vessel damage done. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the ps sc-035-135 trailblazer, several issues were encountered. The patient's anatomy exhibited a severe degree of tortuosity, and abnormalities were noted specifically when crossing the aorta bifurcation. Moderate resistance was encountered while advancing the device. The device was unable to cross the lesion. Tracking difficulties were also noted during the second advancement due to a tight bifurcation and the patient being very small. It was also reported that the physician's wire punctured the trailblazer while crossing the bifurcation. The device was safely removed from the patient. The procedure was completed using a new device, which was not a medtronic device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: biologics was observed in the catheter size indicated on strain relief is 0.035 in x 135 cm multiple kinks were observed on the catheter a hole was observed on the catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.